Event description:
It was reported that the back case of the external pulse generator (epg) was broken. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken. It was also noted that the upper case was broken, the display lens was broken, the battery release was contaminated, two side bail covers were broken, the lead flex cover was contaminated, the battery contacts were compressed, the battery drawer was contaminated, and the display was missing pixel segments. (B)(4).